Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (guide system), is related to case with patient identifier (B)(4) (performa system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi mg/dl (>600 mg/dl) (performa) and 219 mg/dl (guide). No adverse event reported. Return of the suspect device was requested for evaluation.